Event description:
It was reported that the pump appeared to be operating but not delivering any fluid. During I&o calculations after 8 hrs it was noted that 300ml of heparin should have been delivered however the 500 ml container was still full. The pump was removed from pt use. No medical or surgical intervention was reported.